Event description:
In 2009, stryker learned that a physician reported having to revise over 20 failed procedures where op-1 was used. Information regarding the indications involved and the products used was not provided. However, the physician reported that he successfully revised the procedure using autograft. Additional information has been requested.